Event description:
Surgeon placed a 19g arrow theracath epidural catheter at l5/s1. After negative aspiration, the catheter did not freely withdraw through the needle. Stylette re-inserted to assist with the removal which then sheared off approx 5cm from the tip of the cath. The tip remained inside the epidural space after consultation with a neurologist. MFR ref # 1036844-2014-00032.